Event description:
Dr (B)(6) went to cut a cable and the cable broke.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined because the device was not returned. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If the reported device becomes available for inspection, this investigation will be reopened.

Event description:
Dr. (B)(6) went to cut a cable and the cable broke.